Event description:
Event description guidant received information that this ventricular lead was re-programmed from bipolar to unipolar configuration because of intermittent loss of capture. Subsequently, intermittent loss of capture was also observed in unipolar configuration, therefore, a lead replacement procedure was performed. During the procedure, the lead was observed to be crushed under the patient's clavicle and could not be removed from the device header. The setscrew of this pacemaker could not be loosened, despite the use of several different types of torque wrenches. The lead was cut and surgically abandoned. The device was explanted and returned for analysis. A new guidant lead and pacemaker were successfully implanted.